Manufacturer narrative:
A line interface printed circuit board (pcb) and flash drives were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator displayed a serial number mismatch message and failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device found diagnostic codes. The se replaced the universal serial bus (usb), the line interface 2 printed circuit board (pcb) and the flash drive. The se performed calibrations and extended self-testing on the device and all tests passed.